Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no probable cause of events identified.

Event description:
Reporter initially indicated that a vns patient experienced painful stimulation at the throat and chest. The vns settings were changed in response to the event. It was later reported that the patient was continuing to experience painful stimulation at the chest and muscle spasms at the chest and neck sites. It was reported that decreasing the signal frequency alleviated the symptoms. MFR's review of x-rays did not reveal any anomalies or potential cause of the reported events, although it was noted that the strain relief was not placed according to labeling. It was also noted that two small objects, which appeared to be staples or similar objects, were visible in the area of the electrodes. Reporter indicated that the patient underwent exploratory surgery in response to the events. The surgeon only opened the generator site and the generator was repositioned. The surgeon identified a "kink" in the lead, although the lead appeared intact and diagnostics were within normal limits. The surgeon elected to leave the lead implanted with no further actions taken during surgery.